Manufacturer narrative:
H3 other text : not returned.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The reporter alleged that there was particles present in the humidifier. There was no report of patient harm or injury. The device is not returning to the manufacturer for evaluation. An attempt was made but was unsuccessful. The customer refused to answer and terminated the call. The manufacturer did not receive any additional contact information to obtain additional information. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.